Event description:
The complainant alleged that during a biomed's routine testing the device would not power up. The complainant indicated that there was no pt involvement with this reported malfunction.